Event description:
An end user stated she was using the crutches to walk outside, and the handgrip tilted. She lost her balance, due to being an amputee, and fell. She was not hurt too badly, although her incision opened back up and blood came through her bandage. The end user stated the plastic piece on the handgrip screw cracked and broke.

Manufacturer narrative:
At the time of this report, the sample has not been received for evaluation. Should further information become available, a follow-up report will be submitted.